Event description:
The distributor reported that when the exeter stem was opened during surgery, the surgeon identified a staining/ residue on the spigot of the stem and refused to use it. The device was not implanted and no adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.